Event description:
It was reported that the leads exhibited a lead malfunction. The atrial lead was explanted, however not replaced due to presence of permanent atrial fibrillation. The left and right ventricular leads were explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Internal insulation abrasion was noted at 12.5 ¿ 16.2 cm from the distal tip, breaching the rv cable lumen. The etfe coating was intact at this location.